Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 5ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: "syringes has missing markings for milliliters."

Manufacturer narrative:
Investigation: one photo of four loose 5ml syringes was received and evaluated. It was observed in the photo, the two syringes on the right had some missing ink in grad lines between the 1ml and 2ml markings. None of the grad lines were missing more than half a full line and were acceptable per product specification. The two syringes in the photo on the left, were observed to have jammed stopper conditions and were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the jammed stopper defect is associated with the assembly process. This can occur from the stopper sticking to a dry spot on the inside of the barrel or the timing between the dials being off during the plunger rod and barrel assembly.

Event description:
It was reported that an unspecified number of syringe 5ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: "syringes has missing markings for milliliters."